Event description:
Navigator probe found to be inoperable, therefore unable to obtain readings of gamma rays. Surgeon was unable to perform the proper procedure. Pt had a positive lymphoscintinography with 2 areas identified by blue dye. Pt underwent wide exicison of right breast and right axillary sentinel lymph node biopsy. Pathology revealed fibrofatty breast tissue and lobules; no lymph node tissue. Pt may need to have procedure repeated.